Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, boluses were delivered and then a new pod was applied.